Event description:
It was reported that the hcp found an inflammatory mass in the spinal canal during spinal surgery. No pt symptoms were reported. The pt and device info was not provided. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.